Manufacturer narrative:
As received, a complete lead was returned in one piece. The guidewire that was used in the field was not returned with the lead. Visual and x-ray examination of the lead found the inner coil bunched up at the connector region. The reported event of unable to insert guidewire was confirmed. The cause of the reported event was isolated to the bunching up of the inner coil at the connector region, consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the implant procedure, the left ventricular (lv) lead was found to be dislodged. Lead repositioning was attempted, however, the guidewire could not be inserted into lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.